Event description:
User experienced discrepant results for multiple assays. Exact number of patient samples impacted by this issue was not provided. The following patient example was provided. Initial glucose gave 200 mg/dl; repeat resulted within normal range of 74 to 106 mg/dl. Actual repeat result was not provided. No erroneous results were reported. The field service representative determined the cause to be problems with probe 1 and probe 5. Issues with both probes were corrected. Performance tests were performed and within specifications.